Event description:
It was reported that while operating in emergency mode the lower display of the external pulse generator was not correct. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).